Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited oversensing of noise artifacts on the ventricular channel. Programming changes were recommended to decrease sensitivity of the device. There were no adverse consequences to the patient.

Event description:
New information received stated that programming changes were made on sep. 22nd, 2020 to correct the oversensing anomaly. No further incident was reported.